Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following-up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
A user facility medwatch report (B)(4) was received on (B)(4) 2013, from the hospital stating, "during an endoscopic vein harvest of the right leg, the insulation on the jaw of the hemopro separated from the device. All pieces were recovered. No pt harm." The piece was retrieved through the original incision. A replacement device was used to complete the procedure.